Event description:
I had a bard composix e/x mesh ref number 0123460 lot number: 43dod236 implanted to repair a hernia on (B)(6) 2005. As a result of the erosion of this device, I had surgery on (B)(6) 2013. The mesh had eroded into my bladder and appendix causing an infection in my abdomen. The doctors removed my appendix which was otherwise healthy, and a portion of my bladder. Dates of use: (B)(6) 2005-(B)(6) 2013. Reason for use: hernia repair.